Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the user ordered a delivery system according to a brochure with a system length of eighty centimeter but allegedly received a product with a system length of hundred centimeter. It was further reported that the product was not used on the patient. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation, but provided images demonstrate the product card box label. The label is clearly, and correctly printed with the delivery system length of 100cm which leads to unconfirmed result. Based on the investigation of the provided information, the investigation is closed as unconfirmed for labeling deficiency. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states a catheter length of 100cm for the short version of the delivery system, and a length of 135cm for the long version. The packaging label was correctly printed, there was no deficiency with the reported product. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the user ordered a delivery system according to a brochure with a system length of eighty centimeter but allegedly received a product with a system length of hundred centimeter. It was further reported that the product was not used on the patient. There was no patient contact.